Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device found the anterior locking tab bent in the anterior direction, which would have prevented the surgeon from seating the component. It is unclear how or when the bending of the locking tab occurred. Otherwise, the insert does not display any observable irregularities. However, it would be difficult to confirm by measuring the product since it may have been deformed during the attempted insertion, resulting in geometry that is no longer the same as originally manufactured. With the information given, the root cause of the complaint is unable to be determined. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. With the information given, the root cause of the complaint is unable to be determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Tibial insert was unable to be seated in attune fixed bearing tibial tray.